Event description:
Boston scientific received information that the patient with this product reported experiencing an infection and hearing tones from her device. The patient explained their device was later checked and determined to be functioning appropriately, and that the infection had not reached their device. No additional adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.